Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported "no image. The slp was not able to complete the fees. We canceled the study and completed a modified barium swallow study instead." It was confirmed that there was no patient injury but a delay of one hour. Based on the received information the case is deemed reportable.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).